Event description:
Event description guidant received information that the right ventricular lead was capped and abandoned surgically because the patient was one week post mitral valve surgery, and as a result was experiencing a high threshold of 2.2v and an r-wave of only 0.5mv. Another right ventricular lead was successfully implanted in this procedure. No product performance issue was reported.